Event description:
Customer reported that during an intra-operative procedure and when implanting the catheter and the valve, the csf was not flowing from the valve. After several attempts at troubleshooting and flushing both the ventricular catheter and valve, there was still no resolve. As a result the surgeon use a valve without siphon guard in which he was satisfied with the outcome. Rep reported that the surgery was delayed for approximately 45 minutes.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris/dried saline within the device. This biological debris/dried saline have caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed that both the valve and catheter met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
E-mail received from the sales rep. Reported that: "when implanting the catheter and the valve, the csf was not flowing from the valve. After several attempts at troubleshooting and flushing both the ventricular catheter and valve, there was still no resolve. Doctor decided to use a valve without siphon guard. He opened a second valve and catheter. System worked properly and surgeon was satisfied with outcome". This issue occurred intra-operatively; however, surgery was delayed in about 45 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The in addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.